Manufacturer narrative:
(B)(4). The customer will not be returning the device for analysis and advised they have retired the unit from service.

Event description:
During preventative maintenance the technician noticed the unit had no audio. There was no patient involved.